Event description:
In 2007, a company representative reported that the pt experienced an infusion tubing that separated at the luer connection and his blood glucose became elevated as a result. The following day, the pt stated that his blood glucose was normal when he went to bed and he woke up at 3am with elevated blood glucose of 360 mg/dl and he reported dry mouth, dry eyes, and weird dreams. He bolused 5 units of insulin and went back to sleep. At 4:30am, his blood glucose was elevated to over 400 mg/dl and he smelled insulin. He stated that he inspected his infusion set and lightly pulled on the tubing and it completely separated from the luer connection. He then changed his insulin cartridge and infusion tubing and bolused 6 units of insulin. He stated that within an hour and a half his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.